Manufacturer narrative:
Patient identifier - requested, not provided. Age is based on the reported year the patient was born. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported first step (locate the artery) was correct, the doctor inserted the collagen tube and did the two "clicks". User felt that the anchor wasn't released in the vessel. Resistance was not felt and whole system was pulled out. During intervention they used a 6f introducer sheath. There was no stenosis, calcification or plaque presented around the puncture site. Controlled by ultrasound. The insertion site was above the bifurcation and below the inguinal ligament. Controlled by ultrasound. Patients condition is good and no harm to patient. The procedure outcome was reported to be good. Hemostasis was achieved with manual compression. Estimated blood loss was reported to be less than 250 ml. It was reported that there was no treatment by the vascular surgeon. Patient was 190 cm.

Manufacturer narrative:
One 6 fr angioseal vip was returned to for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. There were blade marks observed on the sheath and the distal end of the hemostasis sheath was missing. There was no bypass tube returned and the anchor hung freely at the tip of the carrier tube assembly. The collagen was still contained within the carrier tube but was stained red with blood like substances and slightly expanded. The cut portion of the hemostasis sheath was returned separately. Since the bypass tube was not returned and the device was returned in a damaged condition, no deployment tests were possible. The anchor was manually pulled and slid out with ease to reveal presence of collagen and tamper tube. The suture un-winded smoothly as intended and no anomalies were noted. The complaint is confirmed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.